Event description:
Alleged over infusion was reported from a newly trained nurse, "the setting of the pump was 3ml/hr, the volume to be infused 300ml flowed in 5 minutes." There was no patient injury reported. There was no drug in the infusion.